Manufacturer narrative:
A review of the device history records for this device could not be conducted because no lot number was available.

Event description:
This procedure is part of the (B)(6) study: a silverhawk ls-c device was brought down and multiple passes were made . There was improved flow at the end of this: however, there was flow-limiting dissection as well as low residual critical stenosis. Thus, a 5 x 150 balloon was brought down and used to angioplasty these lesions. Upon completion of this, there was noted to be a brisk flow to the superficial femoral artery into the popliteal artery with flow into the anterior tibial artery. There was no evidence of any distal embolization. The sheath was then withdrawn to the aortic bifurcation. Angiograrn was performed demonstrating no trauma to the aortic bifurcation.